Event description:
It was reported that on (B)(6) 2024, the patient underwent an unknown surgery. The screw head could not be attached to the proper screwdriver when it was inserted into the distal part of the nail. The surgeon forced the screwdriver to attach the screw head by force, after inserting the screw into the body, the screw came out with the screwdriver when the surgeon removed the screwdriver. When another new screw was opened and used. The surgery was completed successfully within a 30 minutes delay. The patient status/outcome was reported as stable, no further information is available at this time. This report is for one (1) 4.0mm ti locking screw w/t25 stardrive 24mm f/im nails-ster this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint #(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional pro-code: hsb. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j sales representative. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot : part number: 04.005.414s lot number: 4849p31 manufacturing site: mezzovico release to warehouse date: 17 mar 2023 expiration date: 01 mar 2033 a manufacturing record evaluation was performed for the sterile finished lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.